Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. Difficulties were not noted during inflation of the device. Deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. The balloon failed to deflate. Difficulty was experienced as the balloon could not be fully deflated. Intervention was required to remove the device. There were no further patient complications reported as a result of this event. Section b1 adv event/prod prob updated. Section h1. Type of reportable event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary angiography and coronary stent implantation procedure involving a sprinter legend balloon, deflation difficulties occurred. The balloon was been used for pre-dilation for the initial treatment, but the balloon was unable to deflate and could not be removed normally. The catheter and the balloon were withdrew from the patients blood vessel. The balloon was replaced with another balloon and re-inserted into the catheter to continue the operation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.